Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found issue with converter which caused lack of power supply to lan hub. The part has been returned for analysis and investigation confirmed issue with power supply unit. The fse replaced the converter. After replacement of the converter, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system did not start up successfully, it got stock at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the converter as a result power could not be supplied to the hub that communicates with the equipment's lan. The fse replaced the faulty converter and returned the system to use in good working order.